Manufacturer narrative:
The provu console was evaluated by pmqa on august 30, 2022. A visual inspection was completed with no obvious signs of damage or misuse. Provu console 000071 was powered on with no issues noted. Upon investigation, there were no issues regarding the 3d guidance or error message reading tracking configuration. Additionally, using the foot pedal from the procedure and the foot pedal from pmqa, there were no issues regarding foot pedal function for ablation and coagulation activation. The reported complaint has not been confirmed. There was no fault found upon evaluation and the device met the manufacturer´s specifications. Hologic will continue to track and trend this failure mode, should an adverse trend arise further action will be taken. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during an acessa procedure on august 9th, before the procedure there was a power surge at the facility which caused the console to power off. When the power came back on the console was attempted to be used and could not perform ablation or coagulation. The physician decided to abort the procedure. The patient had already been placed under anesthesia and with the trocars on. No other information is available.